Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. Based on the results of the investigation, a damaged cable was observed. And it was determined, that the faulty cable was caused by user handling method. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 5 years, since the subject device was manufactured. The instruction manual identifies, the following related verbiage, which could have prevented the phenomenon: ¿[precautions against frozen or lost endoscopic images]: never excessively bend, pull, twist, coil, squeeze or crush the camera cable. Doing so could damage the camera cable¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was of flickering image and cable breakage were confirmed. The device evaluation found the cable unit was damaged, possible cause of flickering image. The coupler unit was damaged and could not be locked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the hd camera head had a cable breakage, there was picture failure when moving the cable. The issue was found during preparation for use in an unknown procedure. There were no reports of patient or user harm associated with this event.